Event description:
The customer contact reported air in the tubing distal to the in line filter. The pt was receiving a 12 hr delivery of tpn with lipids. Approx. 2 hrs after the delivery was initiated, "micro bubbles" were noted, distal to the filter and an unspecified, "not clinically significant" amount of air was reported to be delivered to the pt. The air was purged from the tubing and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.